Event description:
The hcp reported the dbs system had initially worked well after replacement of the left-sided ipg and extension in 2007. The patient had subsequently been hospitalized for frequent falls; the physician reported "a recent fall has resulted in malfunction on this side. Impedances were low and the battery was draining". Low impedance readings on electrode pair 0-1, was less than 50 ohms, which was deemed "consistent with a malfunction lead leak" and the left-sided ipg and extension were revised. The patient underwent general endotracheal anesthesia; the left side of his scalp, neck, chest, and abdomen were prepped. Prior to draping the patient, the hcp had checked the impedances of the system; one was less than 50 between contact electrodes 0 and 1, the rest were within normal limits. The left postauricular incision was dissected down toward the connected lead and extension; the extension was disconnected from the lead. The physician "then placed a needle down the extension tightening it slightly and then checking impedances" which were all greater than 2000 ohms. The generator pocket was opened and the ipg was removed; a new left-extension was passed up the tract and a new left-generator battery was connected to the extension. The existing left-sided dbs lead was then connected to the extension and the connection tightened and secured. The ipg was then passed into the pocket; an impedance check with the new battery and extension showed all impedances were less than 2000 ohms, with the 0-1 electrode pair again reading less than 50 ohms. The wound was closed and dressed; the patient was taken to the recovery room in stable condition. Refer to MFR. Report# 6000153-2007-04467, #2182207-2008-00451, #2182207-2008-00452, #2182207-2008-00454, #6000153-2008-00455.